Manufacturer narrative:
Although requested, the lens was not returned. Additional information regarding the event was requested and not received. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause

Event description:
It was reported that the an iol was explanted due to a white film on the lens.